Event description:
It was reported that the patient line of a homechoice cassette was cut. This issue was described as, ¿slits in patient line¿. This occurred during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home (B)(4). Baxter healthcare - dominican republic (B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During follow up, it was clarified that four (4) homechoice cassettes had slits in the tubing. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.